Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6291651. Investigation summary: customer returned (5) loose 3/10cc, 6mm syringes. Customer states that the syringe body where the graduation scale is located is narrower than the others that she has already used. All returned syringes were examined and three syringes had no dots printed on the barrel, one syringe had one dot printed on the barrel, and one syringe had two dots printed on the barrel. No defects were observed while visually examining all of the returned syringes. All returned syringes were also tested and all were able to draw and expel properly without any observed defects. As per manufacturing, a review of the device history record was completed for batch # 6291651 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200669972, 200670410] noted for damaged tips. There were two (2) notifications [200670030, 200670596] noted that did not pertain to the complaint conclusion: based on the samples received bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insulin syringe pl/wg that the syringe body where the graduation scale is located is narrower than the others that she has used. The body of the syringe where the insulin is aspirated appears to be thinner compared to the others. There was no report of injury or medical intervention.